Event description:
It was reported during a procedure, the reel pass lasso, ar-6069-45, did not shuttle suture properly using crank.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint could not be confirmed. One unpackaged ar-6069-45l reelpass suture lasso was received for investigation. Visual inspection identified that the suture had been partially emerged from the reelpass. During functional testing, the suture was able to be retracted and deployed once more. No problem was observed. The reelpass was disassembled to check for proper wheel alignment, and no abnormality was noted.